Event description:
It was reported that patient with this artificial urinary sphincter (aus) presented with urinary incontinence. It was noted the balloon contained less fluid than expected. Upon explant, a pinhole was found in the cuff. The aus was explanted and replaced. There were no additional patient complications.